Manufacturer narrative:
Four (4) pictures were evaluated. The root cause identified is that the cannulas are detaching due to an inadequate processing per a shift on parameter window for the cannula molding process. Corrective actions were implemented after the manufacturing date lot reported. Refer to CAPA (B)(4). A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that a piece of the teflon needle got stuck in the patient's body (abrasion of the material), but could be removed in the hospital. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Four (4) pictures were received for evaluation. One pictured showed the needle was detached. The complaint was confirmed. Production personnel is trained and performed the cannula assembly operation according the procedure. According to the procedure, production personnel ensure: 1.be careful not to damage the cannula when loading into the nest. 2.rethreading sites or housing assemblies is not allowed. 3.ensure the cannula tip is flush or below needle heel. 4.rotate the device 90 degrees and ensure the needle is properly threaded inside the cannula. 5.ensure that the device does not present a ? Tv antenna? Defect. If the defect is found trigger the spring of the device and immediately put into a reject bin. According with the procedure, quality personnel ensure that the needle is properly threaded inside of the cannula and that tip of the cannula is flush or below at least one of the 3 needle heels. Root cause identified is that the cannulas are detaching due to an inadequate processing per a shift on parameter window for the cannula molding process. A corrective and preventative action was opened to investigate.